Event description:
It was reported that the patient was experiencing palpitations. On device interrogation it was noted that the right ventricular (rv) lead exhibited noise, oversensing of sensing integrity counter (sic), oversensing and also undersensing. High rv thresholds was also noted. It was also reported that the right atrial (ra) lead exhibited noise, oversensing and far field r-wave (ffrw) oversensing. The ra lead was reprogrammed and remains in the patient. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: widr01 ipg implant date: (B)(6) 2019, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.